Manufacturer narrative:
B.3. Date of event updated. B.3. The date of event has been updated to reflect the date that computed tomography imaging identified that the gore® excluder® iliac branch component appeared to be twisted, instead of reflecting the date of reintervention and additional device placement.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. As the device remains implanted, and the delivery catheter was not returned, no evaluation of the device could be performed.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. After all devices were deployed, imaging showed a possible endoleak (type unknown). It was suspected that the endoleak was either a proximal type I, a type ii, or a type iii endoleak. Ballooning was performed at the proximal end of the trunk-ipsilateral leg component, and at the junction of contralateral leg gate. However, the endoleak appeared to remain unchanged. The endoleak will be monitored. On (B)(6) 2019 abi (ankle brachial pressure index) on the patient's right limb measured 0.9. Computed tomography imaging showed that the gore® excluder® iliac branch component appeared to be twisted at the origin of the patient's right external iliac artery. Reportedly the physician suspected that, during the initial procedure, when the introducer sheath was inserted again after deployment of the iliac branch component, the sheath may have pushed up the iliac branch component leading to subsequent twisting of the device. On (B)(6) 2019 the iliac branch component in the patient's right external iliac artery was relined with a gore® viabahn® vbx balloon expandable endoprosthesis to repair the twist. There were no further reported issues. The patient tolerated the procedure.